Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon catheter was allegedly difficult to deflate. It was further reported that the balloon catheter was allegedly difficult to remove through the sheath; therefore, the catheter and sheath were removed together as a single unit. There was no reported impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records were reviewed. The lot met all release criteria. This is the only complaint reported for this lot number and issue to date. Visual inspection: the device was returned within a 7fr introducer sheath along with product labeling. The distal end of the balloon was examined under microscopic magnification and was found slightly bulged and protruding out of the distal end of the introducer sheath. No other anomalies were noted to the device at this time. The introducer sheath was examined under microscopic magnification and was found bunched along the length and the distal tip of the introducer sheath was flared, indicating retraction issues. Functional/performance evaluation: the patency of the guidewire lumen was tested with an 0.035¿ guidewire and it passed without issue. The balloon was unable to be retracted through the introducer sheath but was able to be advanced forward with slight resistance. The inflation hub was connected to an inflation device and an attempt was made to inflate the balloon with water but was unsuccessful as water leaked out of the fibers of the balloon 3.5cm from the distal tip. The balloon fibers were then stripped and a partial circumferential rupture was found 3.0cm from the distal tip. The balloon was cut with a scalpel near the inflation deflation ports to examine the glue bullet which was found lodged inside the outer catheter shaft. The polyimide was pulled distally to remove the glue bullet from the outer catheter and the flat edge of the glue bullet appeared to be slanted and not perpendicular to the polyimide. The stepped portion of the shaft was examined under microscopic magnification and was observed to be slightly oval in shape. Medical records & image/photo review: no medical records or images/photos were provided for review. Conclusion: the investigation is inconclusive for deflation issues, as the balloon was unable to be functionally tested due to the poor sample condition (i.e. Balloon rupture). The investigation is confirmed for a partial circumferential balloon rupture. The investigation is confirmed for a product quality issue, as the flat edge of the glue bullet was slanted. The investigation is also confirmed for retraction problems based on the condition of the returned sample (i.e. Introducer sheath tip flared). The root cause for the balloon rupture and deflation issues is unknown. It is unknown whether the balloon rupture and deflation issues contributed to the retraction issues, as the user used a smaller sheath size than indicated per device labeling (7fr instead of 8fr); therefore, user-related issues may have contributed to the retraction issues. The flat edge of the glue bullet was slanted and not perpendicular to the polyimide. As the stepped portion of the catheter shaft was damaged, it is possible that excessive force was exerted on the catheter and damaged the shaft, causing the glue bullet to become lodged. Labeling review: specific warnings, precautions and directions for use of the conquest pta dilatation catheter are included in the current instructions for use (IFU). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.